Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime and system sensor test, excessive no delivery test and displacement test. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners and display window, minor scratched lcd window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 353 mg/dl t the time of incident. Troubleshooting was done for keypad and error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.